Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, camera kept flipping upside down. Caller then stated they got it fixed. Caller then detailed scope orientation issue. No related errors in logs. Technical support engineer (tse) stated if issue persists to remove scope and press instrument clutch button to cancel guided tool change and reinstall scope in desired orientation. The procedure was completing as planned with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the orientation of the camera rotated on its own 180 degrees, this happened twice. Restarting system with the endoscope unplugged solved issue.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The technical support engineer (tse) stated if issue persists to remove scope and press instrument clutch button to cancel guided tool change and reinstall scope in desired orientation. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided. Since the product was not returned and the log review was inconclusive, the reported event was unable to be confirmed or replicated.